Event description:
Physician was using inpact pacific dcb along with a 6fr sheath and 0.014" guidewire during procedure to treat a little calcified lesion in the right popliteal artery (pop), tibial/popliteal trunk (tpt) and an unknown vessel with 70% stenosis. The vessels were not tortuous. The vessel diameter and lesion length were 5-6mm and 70mm respectively. No embolic protection was used. Inflation device was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation a balloon pin hole was noted at 12atm during first inflation. All fragments of the balloon were retrieved. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Physician changed to another balloon to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device returned with flattening to the catheter 12.4 cm to 12.8 cm proximal to the distal tip and slight deformation to the distal tip consistent with use of the device. The balloon folds were open. A tactile test did not detect any further kinks or abnormalities along the length of the catheter. A 0.014-inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did detect a presence of a leak on the device. The device was pressurised to 7 atm and a leak was observed from the distal tip. It was not possible to inflate the balloon, and the device the device did not maintain pressure. The balloon material was intact, but a tear was found to the inner member, causing water to leak into the guidewire lumen. Ruler calibration no. 5495. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.